Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (not powering on) was confirmed. Upon investigation however, the charger was not powering on due to internally burnt c602 and pad lifted on the bedside board. The root cause of the burnt c602 and damaged pad was unable to be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient's battery charger would not power on.